Manufacturer narrative:
Analysis confirmed that the stylet could not be inserted due to dry body fluids at distal tip of the lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the left ventricular lead dislodged when removing the sheath, the physician was unable to pass the guidewire back through to reposition. The lead was removed and a new lead placed successfully. The patient was stable post procedure.